Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-13974nr fiber tape retrieve tip broke inside the patients shoulder. Surgeon was able to retrieve the broken fragment. This was discovered during a cuff mend repair on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13974nr retriever was received for investigation. Visual inspection identified that the distal end of the 113-4053 retriever jaw had broken off. No fragments were returned with the main assembly. The cause remains undetermined, although probable causes can be attributed to using the device to grasp and manipulate tissue, or through applying excessive leveraging forces during use.